Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit after the customer reported that the helium tank became empty shortly after replacement. No fault logs or alarms were identified. During evaluation the fse observed that the external helium tank pressure was dropping beyond the allowable specification limit, resulting in a failed test. The fse reseated the helium lines and tightened the connections. The helium leak test passed within specification limits. The device subsequently passed all functional and safety tests according to factory specifications.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement and no harm was reported.